Manufacturer narrative:
Refer to manufacturer report #3004209178-2019-15323 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual. It was reported that the patient was requesting dates on ins surgeries. (B)(6) 2018 the patient states the ins was placed on the right side and not sure why records shows left. The patient states she in the past had gone to the emergency room because they felt the right battery was coming out. This was 6-8 weeks ago. No further complications were reported or anticipated with this event.